Manufacturer narrative:
Investigation summary: two picture samples were provided for evaluation by our quality engineer. The picture samples showed the injector set and the connector. As a valid lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. It is important to note that the injector must be turned and pushed down to ensure proper function, as noted within the instructions for use. Investigation conclusion: through the picture samples alone, it is not possible to identify the attachment status of the products. Root cause description: based on the investigation results and the lack of a physical sample, a cause for the reported incident could not be determined. Rationale: complaints received for this defect and device will be monitored by our quality team.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35 had separation and leakage. "Nurse flushed at the y site of the line, chemo was paused and tubing came apart. Clinicians believe there was a pressure build up and there was a 300ml chemo spill."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35 had separation and leakage. "Nurse flushed at the y site of the line, chemo was paused and tubing came apart. Clinicians believe there was a pressure build up and there was a 300ml chemo spill."